Event description:
Reportedly, pain was felt by the patient when stimulating the right ventricle. The system (ICD and ventricular lead) were explanted. The subject ICD will be returned for analysis.

Event description:
Reportedly, pain was felt by the patient when stimulating the right ventricle. The system (ICD and ventricular lead) were explanted. The subject ICD will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, pain was felt by the patient when stimulating the right ventricle. The system (ICD and ventricular lead) were explanted. The subject ICD will be returned for analysis.

Event description:
Reportedly, pain was felt by the patient when stimulating the right ventricle. The system (ICD and ventricular lead) were explanted. The subject ICD will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, pain was felt by the patient when stimulating the right ventricule. The system (ICD and ventricular lead) were explanted. The subject ICD will be returned for analysis.